Event description:
It was reported by the pt's mother that her daughter's professor stopped working approximately one week prior the appointment on (B) (6) 2009. A replacement processor was requested and an appointment was scheduled for programming of the replacement processor. After the replacement processor was programmed, the pt stated that she still could not hear. All external equipment was checked and found to be in normal working order. At this point testing was carried out which confirmed that the device has malfunctioned. Testings from previous appointments indicated normal device function. After further discussions with the pt and her mother, it was discovered that the pt was recently hit in the head with a soccer ball and she stopped hearing subsequently to the hit. The pt reported no pain or swelling on the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.